Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the ebre integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and upon visual inspection, there were issues found that would be related to the reported event. The erbe was tested on an in-house system, where error m-02-3 presented upon startup. The erbe error log also revealed an m-02 on (B)(6) 2025. The complaint was confirmed based on failure analysis. The probable root cause is attributed to component failure pertaining to electrical and/or fiberoptic defects which resulted in module timeout errors.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported activation was interrupted due to an m-02 error on the erbe integrated electrosurgical unit (iesu). The customer power cycled the equipment several times without improvement and indicated the issue had been a recurring problem. As a result, the customer integrated a third-party generator unit for the case. The procedure was continued as planned with no reported injury.